Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2018.

Event description:
It was reported that the patient was experiencing inadequate pain relief and the ipg had to be charged at an extended period of time. The physician replaced the device with an MRI compatible ipg and the patient was doing well post-operatively. The explanted ipg was not returned.